Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured, as the customer's weight was not provided.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 250 mg/dl on his contour next link 2.4 meter, while the reading with the laboratory test was measuring between 100 to 150 mg/dl. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9epeg07b for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.